Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded 421 fast ventricular tachycardia episodes, all looking like oversensing, and that in most of the episodes there was oversensing of p-waves and t-waves. Later in the office there was no sign of oversensing. Device is still in use. No patient complications were reported as a result of this event.